Event description:
The following allegation was reported to davol by the patient: on(B)(6) 2011 patient was implanted with two ventralight st patches to repair a large ventral abdominal hernia from the rib cage down to the pelvis. The patient began to experience difficulty moving his bowels. On (B)(6) 2012 - patient was diagnosed with a small bowel obstruction and underwent surgical repair. The cause of the obstruction is unknown. The mesh was cut through to gain access to the bowel. A small portion of the bowel was removed. The patient continued to have difficulty moving his bowels and complained of a "sunburn" like feeling under the skin. On (B)(6) 2015 - patient underwent an exploratory procedure in which the surgeon found the mesh to have been adhered to the internal organs and the patient underwent complete explant of the two ventralight st patches. The patient is recovering well and is not scheduled to return to the surgeon for one year, however, has to wear an abdominal binder for one year as well, with lifting restrictions.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. As reported the patches were cut through (and left in vivo) to gain access to the bowel during obstruction surgery. It is possible that this disruption of the patches contributed to the allegation of the mesh being found adhered to internal organs. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The patient alleges that he was treated for adhesion, a review of the IFU found that adhesions is listed in the adverse reaction section as a known possible complication. If additional information is obtained, this report will be updated. See MDR 1213643-2015-00118 for information related to the other ventralight st patch alleged to have been implanted on (B)(6) 2011. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.